Manufacturer narrative:
The biosense webster inc (bwi) product analysis lab received the device for evaluation on 21-jul-2021. The device evaluation was completed on 27-jul-2021. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a thrombus/clot issue occurred. It was reported that the force reading was fluctuating between 3-10g of force and there was a force sensor displayed on the carto 3 system. The error was only displayed for a short time. The exact error code is unknown. The catheter was re-zeroed several times without resolution. The cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. It was also reported that there was a blood clot or blood residue noticed on the tip of the same catheter with the force issue, discovered on the intracardiac echocardiography (ice) machine. The catheter was removed from the body, cleaned and then flushed, and was re-inserted into the body, and the issue was resolved. The procedure was completed without patient consequence. Additional information was received on 26-jul-2021. Confirmation was received that the account only encountered an issue with the first catheter. Clarification was also received stating that the issue was the inability to attain and maintain a functional 'zero' with the first catheter. During troubleshooting, a blood clot was observed. The catheter was cleaned and reinserted, but the force error persisted. The case was successfully completed when the catheter was replaced with the second catheter. There was no visual damage on the catheter electrodes. The irrigation rate that was used was within the prescribed settings (power up to 30 w, high flow rate of 8 ml/min; 31 w or greater, high flow rate of 15 ml/min). It was also reported on 26-jul-2021 that a smartablate generator and a smartablate pump were used. The make/model and serial numbers were unavailable. As such, the concomitant product section was updated on this report. Device evaluation details: visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. There was no thrombus/clot that was observed. The generator test was performed, in accordance with bwi procedures. The product was found working correctly. Also, the irrigation test was performed, and no irrigation issues were observed. A carto-force test was performed and it was observed that the catheter was displayed properly. The event described could not be confirmed as the device performed without any carto issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. A manufacturing record evaluation was performed for the finished device 30550757m number, and no internal action was found during the review. As part of bwi¿s quality process all products are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual, which it was performed for this product: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The instructions for use contain the following recommendations: monitoring the temperature from the electrode during the application of rf current ensures that the irrigation flow rate is being maintained. Using tip temperature to guide ablation could result in deeper lesions and increased risk for collateral damage. The event described could not be confirmed as the as the product performed without any issues. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and a thrombus/clot issue occurred. It was reported that the force reading was fluctuating between 3-10g of force and there was a force sensor displayed on the carto 3 system. The error was only displayed for a short time. The exact error code is unknown. The catheter was re-zeroed several times without resolution. The cable was replaced without resolution. The catheter was replaced, the issue was resolved, and the procedure was continued. It was also reported that there was a blood clot or blood residue noticed on the tip of the same catheter with the force issue, discovered on the intracardiac echocardiography (ice) machine. The catheter was removed from the body, cleaned and then flushed, and was re-inserted into the body, and the issue was resolved. The procedure was completed without patient consequence. Additional information was received, and it was reported that there was definitely no char on the catheter tip nor any damage to the pebax. The clot was visualized on the sheath with ice, and upon withdrawal from the body, it was noticed on the catheter as well. It was easily removed and the catheter was flushed and was cleared of debris. The physician did not complain about the clot nor did he request it be reported. No char was found on the stsf catheter tip. The sheath used was a st. Jude sl1 sheath, 8.5fr. No difficulty was experienced while maneuvering the catheter nor during the withdrawal. The duration of ablation used was not greater than 60 seconds nor greater than 120 seconds. The average contact force was not greater than 40 grams. Heparinized normal saline was used as the irrigation fluid. Visitag module was used under the following settings: respiration setting, stability range, stability time, force over time, & tag size - surpoint 3-3-3 25%fot 3mm. The force issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. The clot/thrombus that was identified on the catheter after removal from the patient and was clearly differentiated from char was assessed as MDR reportable.